Manufacturer narrative:
Correction: the previous or initial MDR submitted on september 30, 2024, was filed inadvertently. The antibiotics administered were prophylaxis.

Event description:
Per the clinic, the patient experienced a long term pain at implant site and subsequently was treated with antibiotics (specific type, date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2024, and re-implantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.